Event description:
Per ansm user report (in summary) (B)(4): date of occurrence: (B)(6) 2024: period of occurrence: in the week following the operation. Description of incident: laparotomy with prostheses two prostheses were installed: a 12 cm symbotex prosthesis and a 20 cm x 25 cm ventrio bard prosthesis with non-absorbable staples. Since this operation, I have had intense pain in my stomach, from the lower abdomen to the tips that appear at the navel, subcutaneous, morphine since 2024 and followed up with 100 painkillers, and it's useless. Comments: they should have told me before the operation that it would hurt even more than before, and that my life would be ruined. I tried to see other surgeons and they told me that I would need another operation. So, what does the future hold for me at 48 years old?¿ procedure date: (B)(6) 2025. Title: drainage of a parietal haematoma lesions observed: patient three weeks after double hernia repair by laparotomy with intraperitoneal prostheses, initial recovery uneventful; during a violent lifting effort, formation of a large, hyperalgesic parietal hematoma. Current patient status: since the operation, I have been on morphine and am being monitored by a pain management center. I can no longer go on long walks, I can't sit for long periods of time, I can't bend over because the pain is so intense that it brings tears to my eyes. I can't bend down to play with my grandchildren, and if I walk for a short while, when I get home, I cry because I'm in so much pain. But I can't wear a belt because it hurts! And when I try to sleep, all night long, I toss and turn and it's as if someone is tearing my stomach apart. I can't lie on my back because it pulls down to my pubic bone, and I can't lie on my stomach because it's painful, so I don't get any sleep. So, I'm very tired. Actions taken in the healthcare facility for the patient's care: (B)(6).

Manufacturer narrative:
Post ventrio mesh implant the patient alleges intense abdominal pain, mobility limitations, and fatigue and takes medications to manage the symptoms. As reported "during a violent lifting effort" a hematoma formed and the patient underwent drainage. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain and hematoma as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.